Event description:
It was reported that the patient was experiencing loss of stimulation. It was also reported that the patient was experiencing leads migration. The patient underwent lead repositioning procedure and was doing well postoperatively. The leads remained implanted.